Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was determined to be failure of the electronic circuit causing the image to no longer be displayed. The electronic circuit most likely failed due to water penetration from the crack in the connector. The IFU contains the following statements that may help prevent the reported failure: "do not hit or drop this product." "Water leakage may destroy the electric circuit inside the product." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. There was no image from the device as the charged coupled device (image center) had failed. The video connector and focus ring were broken and leaking. The image unit pins were damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was no image when using the olympus hd autoclavable camera head. This event occurred during a retrograde cytoscopy. Another alternate camera head was used to complete the procedure. No patient harm or impact to patient care was reported for this event.